Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon burst on the 10th floor ward. Per follow up information received via ibc on 08nov2024, the customer confirmed patient involvement.

Event description:
It was reported that foley catheter balloon burst on the 10th floor ward. Per follow up information received via ibc on 08nov2024, the customer confirmed patient involvement.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Received four photos for evaluation. The first one shows a top view of a 2-way all silicone catheter. The second photo shows the catheter's deflated balloon and tip. The last two photos show the catheter's cap and a note in native language. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.